Event description:
It was reported that there was no liquid in the lens vial and the lens was dried out. The lens was not used.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.